Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the stimulation issues was unknown. They were told it could be residual stimulation since the representative deleted all programs from the battery. The representative advised the patient that the sensation would hopefully start to fade. The issue had not been resolved. No further complications reported.

Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for non- malignant pain. It was reported that the patient felt strong, uncomfortable stimulation in their shoulder, back, right leg, and down their arms/hands. The stimulation was supposed to cover their arm/hand. The patient noted this happened when they went through a grocery store but that there were no security gates at the store. The representative turned the stimulation to 0 volts and off but the patient continued to feel stimulation. When stimulation was on they felt stimulation stronger than when it was off. The representative deleted the program and residual stimulation was reviewed. No further complications reported.